Manufacturer narrative:
We have requested and await the consumer's return of product for evaluation and date code information for investigation.

Event description:
Received a report from a consumer indicating she sought a medical examination for cramping and discomfort several weeks after the end of her last menses. Consumer indicated her physician removed a piece of a tampon pledget without incident, and she has since fully recovered.